Event description:
A report of overinfusion associated with the use of a flo-gard volumetric infusion pump was received. According to the rptr, the pump was set to infuse 1000 mls of a maintenance IV solution at 125 ml/hr. Reportedly, the 1000 ml bag was found to have completely infused in 3 hrs time. According to clinician, there was no pt injury associated with the report. No add'l clinical details were able to be obtained.